Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation. It was stated that the lead broke about a month ago (from the time of the report). The patient also shocked others when she touched them. A revision was scheduled for (B)(6), 2011. Additional information from the patient's physician was requested.